Event description:
It was reported that this pulse generator was explanted approximately eight years after implant. A new non-bsc pulse generator was successfully implanted. No additional patient adverse effects were reported.